Event description:
Bard lubri sil 100% latex foley catheter was inserted and balloon checked by nurse. Inserted with clear amber return. Balloon inflated. Placement checked; tubing was no longer intact. The foley catheter was saved and examined. We don't believe there was ever a tip on the end of that catheter and it went un-noticed when inserted. It appears it may have been a factory defect as the tip of the catheter -the portion that would go into the patient- is simply missing. It looks like it was cut off. The edges are clean; not jagged or torn although involved nurse felt certain the balloon inflated properly. Bard manufacturer was notified and the defective catheter was mailed to them.